Manufacturer narrative:
The reported complaint of tcmid02 (ce danfoss error) error message was confirmed during archive review. The issue resulted from a defective controller module. Unrelated to the reported event, visual examination found the lid bumpers damaged. The functional testing could not reproduce the reported issue. The controller module will be replaced, upon customer approval. The thermogard xp console was manufactured in 2012 and is 6 yrs old. It has exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for serial number (B)(4).

Event description:
During set-up, the thermogard console displayed a tcmid02 (ce danfoss error) error message. No patient involvement.